Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem additional h3 investigation summary: the product was returned to ethicon for evaluation. Ten representative unopened samples, six unused open samples and two empty labeled winding formers were received for analysis. Product code 8521h, lot uabhbs. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples and the six opened samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. A functional test was performed using instron equipment and tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: why was this product with lot number tjbkpl returned? Was the lot returned in error? Is there a complaint against this specific lot number for this patient? If yes, please describe the issue. Is product code 8521, lot tjbkpl another possible lot for a different patient? Tjbkpl was a possible lot number associated with a different patient/different file.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 pending device evaluation the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: how many sutures broke during the procedure on (B)(6) 2024? One is the lot number known for the suture(s) that broke intra-op? If yes, please provide lot number yes. Uabhbs did 1 suture break with an unknown lot number and uabhbs, tmbbqz, tmbcem are all possible lot numbers? Uabhbs was a known lot number for the intraoperative break. Were there any adverse patient consequences for the procedure on (B)(6) 2024? No. Device return status? No product from actual procedure will be returned. Discarded. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This complaint with lot uabhbs is for the procedure that occurred on (B)(6) 2024 with an intra-op suture breakage: product code 8521, lot tjbkpl was returned under this complaint. Please provide the following information: why was this product with lot number tjbkpl returned? Was the lot returned in error? Is there a complaint against this specific lot number for this patient? If yes, please describe the issue. Is product code 8521, lot tjbkpl another possible lot for a different patient?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences. Additional information was requested.